Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 29jul2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that his humapen ergo ii device was cracked (specific position of crack unknown). The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a 56-year-old chinese han male patient. Medical history was not provided. Concomitant medication included acarbose for the treatment of unknown indication. The patient received human insulin (rdna origin) injections (humulin, specific type was not provided 100u/ml) via cartridge from a reusable device (humapen ergo ii), twice daily (16 units each morning and 22 units at night), subcutaneously for the treatment of diabetes mellitus, beginning in 2009 or 2011. His humapen was cracked (specific malfunction position was unknown) (lot number: unknown, pc number: (B)(4)). On an unknown date, while on human insulin treatment, he had drug resistance and blood glucose did not fall down (pre-prandial blood glucose value was around 10 and post-prandial blood glucose value was around 15-16) (units and reference range were not provided). On (B)(6) 2019, he was hospitalized due to the events. During hospitalization, the physician changed his insulin and he got discharge on (B)(6) 2019. Further information regarding corrective treatment and outcome of the events was not provided. It was unknown if treatment with human insulin was resumed or not. The operator of humapen and his/her training status was not provided. The model duration and suspect duration for humapen was not provided. The suspect device was not returned to the manufacturer. The initial reporting consumer did not know if the events were related to human insulin treatment and did not provide relatedness for humapen. Edit 17jul2019: updated medwatch fields for expedited device reporting. No new information added. Edit 18-jul-2019: upon review of the information received on 02-jul-2019, attached cire report, added pc details and pc number in narrative. No other changes were made to the case. Update 29jul2019: additional information received on 26jul2019 from the global product complaint database. Added device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer for pc (B)(4)associated with unknown lot of humapen ergo ii device. Corresponding fields and narrative updated accordingly. Edit 06aug2019: upon internal review of information received on 06aug2019 from the global product complaint database, updated the date last updated field for the dsss for the suspect device accordingly. Edit 19aug2019: upon an internal review of a previously processed device specific safety summary received on 26jul2019 update statement written on 29jul2019 was added to the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a (B)(6)-year-old (B)(6) male patient. Medical history was not provided. Concomitant medication included acarbose for the treatment of unknown indication. The patient received human insulin (rdna origin) injections (humulin, specific type was not provided 100u/ml) via cartridge from a reusable device (humapen), twice daily (16 units each morning and 22 units at night), subcutaneously for the treatment of diabetes mellitus, beginning in 2009 or 2011. His humapen was cracked (specific malfunction position was unknown) (lot number: unknown, pc number: (B)(4)). On an unknown date, while on human insulin treatment, he had drug resistance and blood glucose did not fall down (pre-prandial blood glucose value was around 10 and post-prandial blood glucose value was around 15-16) (units and reference range were not provided). On (B)(6) 2019, he was hospitalized due to the events. During hospitalization, the physician changed his insulin and he got discharge on (B)(6) 2019 or (B)(6) 2019. Further information regarding corrective treatment and outcome of the events was not provided. It was unknown if treatment with human insulin was resumed or not. The operator of humapen and his/her training status was not provided. The model duration and suspect duration for humapen was not provided. The status of humapen and information regarding its return was not provided. The initial reporting consumer did not know if the events were related to human insulin treatment and did not provide relatedness for humapen. Edit 17jul2019: updated medwatch fields for expedited device reporting. No new information added. Edit 18-jul-2019: upon review of the information received on 02-jul-2019, attached cire report, added pc details and pc number in narrative. No other changes were made to the case.